Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an alert for high blood glucose with a measured value of 350 mg/dl following a supply change, and inspection revealed insulin pooled in the cartridge chamber indicative of a leak from the cartridge component; the user was guided through disconnecting, cleaning the chamber, and performing a full supply change, after which therapy was resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction and identified a usage problem related to improper procedure during the supply change involving the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.